Manufacturer narrative:
Subject device not explanted. Unable to provide the MFR, PMA/510k number and/or the date of manufacture as no device was returned. The investigation could not be completed, no conclusion could be drawn, as no product was returned.

Event description:
A device report from (B)(6) indicates a clinic in (B)(6) reported: pt status post plate and screw implantation returned for six month check up. An x-ray showed two caudale screws were broken with pt being asymptomatic. Surgeon has decided not to remove the screws. This is one of two reports for this event.